Event description:
Customer called because meter was not working or counting down. During troubleshooting, customer service found out that the meter was in mmol/l. The customer was unaware of this. Customer service had the customer switch the meter back to mg/dl.